Manufacturer narrative:
D4 - primary UDI number, d7a - updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had been alarming ¿no disposable pump won¿t run.¿ the alarm had been silenced, the pump settings (res vol 8.9 ml, cont rate 2.2 ml per hour, vol given 89.85 ml) had been reviewed, and the pump had been powered off. The cassette had been reattached and the pump powered on after instructions, but the alarm had persisted. There was patient involvement and no patient harm reported.